Event description:
It was reported that the patient experienced discomfort as the ipg migrated closer to midline. The patient underwent pocket revision procedure wherein the ipg was moved more laterally. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.